Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and found the sensor retracted inside the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. Unable to confirm the needle anomaly due to needle not being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor needle was missing. Customer's blood glucose was unknown at the time of incident. No further details given.